Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to pain, limited range of motion and loosening and misposition of the femoral component. Upon entering the joint, thickened synovium was encountered and a synovectomy was performed. The femoral component was noted to be loose at the bone to cement interface. It was also indicated that the femoral component had been previously placed in a state of flexion misposition, this was also correct with implantation of a new femoral component in proper position. Femoral component and insert were revised. Depuy products were implanted along with competitor cement. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016 (patella). Doi: (B)(6) 2018 (insert, tibial and femoral components). Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.